Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, a family member or friend of the patient¿s reported that the patient had not used his implantable neurostimulator (ins) for two years (2014) because it aggravated his prostate cancer. It was noted that the family member/friend tried to turn on the stimulation, but the ins would not charge; it was over discharged. In conclusion, the caller planned to schedule an appointment with a manufacturer representative (rep) to restart the ins, just like they did with the previous over discharged ins. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). On (B)(6) 2019 additional information was received from the patient¿s friend/family member reiterating the report that they had prostate cancer and their therapy aggravated the pain in the prostate beginning sometime in 2014/2015. They stated that the patient let the ins go dead and their therapy stopped working, so they chose to remove the device. No further complications were reported/anticipated.